Manufacturer narrative:
A device evaluation was performed by a field service engineer (fse) and the reported issue was unconfirmed. Reported issue unable to be confirmed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a "low leak¿co2 rebreathing risk" alarm had occurred. The device was in use on a patient at the time the reported issue was discovered. No medical intervention was provided when the alarm occurred. It was reported that the v60 was being used on a patient in a weakened state. The failure of the device has been suspected to have been the possible cause of the patient's death but not confirmed. It was reported that a "low leak¿co2 rebreathing risk" alarm had occurred while the v60 was being used on a patient. Device evaluation and repair are pending.